Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure an attempt was made to use one telescope guide extension catheter to treat a moderately tortuous, non-calcified lesion located in the mid saphenous vein graft (svg) and a device detachment occurred. It was stated that during advancement through the guide the telescope broke. The device was removed from the guide catheter as it was still connected. The device was removed from packaging and prepped per IFU with no issues noted. The device was inspected with no issues noted. Resistance was not encountered when advancing the device and excessive force was not used during insertion/delivery. The patient is alive withno injury.

Manufacturer narrative:
Additional information: the device detachment occurred near the on ramp on the shaft. The tip did not detach. No resistance was noted during withdrawal of the device. Product analysis: the device returned for evaluation. Deformation and peeling were evident to the on-ramp. No deformation was evident to the entry port. No deformation was evident to the distal tip. The inner lumen of the telescope was verified using a patency ball. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.